Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's parent that the insulin pump had moisture damage. The customer's parent stated that the customer fell off the boat and insulin pump got wet; no longer working. The customer's blood glucose was 180mg/dl. They are currently out of town and will call back. Advised we can replace insulin pump if it is not working.